Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, it was noted that the low voltage lead was damaged. The lead was not used and replaced on (B)(6) 2025. There were no patient consequences.